Event description:
The biomedical engineer at the user facility reported that the camera head was damaged because it was accidentally steam cleaned during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device is not expected to be returned for evaluation as the customer confirmed the device was repaired. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that camera head was broken due to unanticipated high temperature and high-pressure load were applied because this product does not correspond to autoclave. The event can be detected/prevented by following the instructions for use which state: "do not steam sterilize the camera head. The camera head is damaged". Olympus will continue to monitor field performance for this device.